Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer blood glucose level was 23 mg/dl. Customer was passed out and paramedic came and auto mode was active. The pump will not be returned for analysis.

Manufacturer narrative:
The auto mode information submitted in narrative summary with initial report was incorrect. The correct information has been provided with this report. Harm code of loss of consciousness has been updated and provided with this report. (B)(4).

Event description:
It was unknown whether auto mode feature was active or not at the time of incident.